Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, as a specific date was not provided, the date of explant and the date of event are estimated as (B)(6) 2019. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and composix kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch which was implanted on (B)(6) 2006. It is also alleged that the patient's mesh removal occurred in 2019. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and date of explant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and composix kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch which was implanted on (B)(6) 2006. It is also alleged that the patient's mesh removal occurred in 2019. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with right inguinal hernia, umbilical hernia and epigastric hernia thereby underwent laparoscopic repair with the implant of two 3dmax mesh (device #1 & #2) and open repair with the implant of composix kugel mesh (device #3). Per op notes, ¿two large 3dmax mesh (device #1 & #2) were placed on both right & left and tacked to the cooper¿s ligament and pubic bone. A vertical incision made in the epigastrium over the epigastric hernia. A composix kugel mesh (device #3) was tacked to the umbilicus as well as the epigastric hernia.¿ (B)(6) 2019 - patient was diagnosed with mesh completion thereby underwent repair with the removal of mesh (device #3) with eroded small bowel and resection of small bowel. Per op notes, ¿multiple omental adhesions as well as several loops of small bowel adhered to a dysfunctional ventral hernia mesh (device #3). Erosion of small bowel into ventral hernia mesh. A single loop of small bowel was involved in both areas of the dense adhesions to the mesh and the mesh (device #3) was explanted.¿